Event description:
This customer reported that there were pacer like spikes on the ECG waveform during a pt event and the differences between the displayed waveform and the printed event. The involved pt died but there was no allegation that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). This customer reported that there were pacer like spikes on the ECG waveform during a apt event and differences between the displayed waveform and the printed event. The involved pt died, but there was no allegation that the device behavior impacted the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.